Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. The tibial bearing and locking bar were removed and replaced. It was further reported that the patient underwent a second revision procedure on (B)(6) 2014 due to subluxing or dislocation during violent spasms from the patients severe parkinsons disease. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Condition is addressed in the biomet package insert biomet e-poly tibial bearings which contains the following warning: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."